Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room a couple of days following device implant as they could feel pacing. Boston scientific technical services (ts) reviewed device data and noted that there were atrial tachy response (atr) episodes present and that a signal on the rv was present however it was sensed on the right atrium but not the right ventricle. Additional information was received indicating this lead had perforated the heart wall. Surgical intervention was taken to reposition the lead. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the perforation was found via computed tomography (CT) scan. The perforation occurred in the heart wall near the apex of the heart. No additional adverse patient effects were reported.